Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using a bd vacutainer® 9nc 0.109m plus blood collection tubes there was an underfill of blood. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: patients with sudden hearing loss because of the right ear 4 days on (B)(6) 2021 points on admission, roar, classics doctor is diagnosed after admission for sensorineural hearing loss, on (B)(6) 20201 points, ruler nurse prescribed for patients with urgent check blood coagulation four, nurse puncture success after the blue tube, and slow blood flow, blood cannot meet requirements, an immediate replacement of the new tube, the blood flow was smooth and the standard blood volume was reached immediately. Because repeated puncture was not required, no harm was caused to the patient.